Event description:
It was reported that this right atrial (ra) lead was repositioned shortly after it was implanted due to an intermittent loss of capture and a drop in pacing impedances caused by dislodgement no additional adverse patient effects were reported.